Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, a type 3a endoleak with component separation was identified. An intervention is being planned. The patient is reported stable and will continue to be monitored. As of the date of this report, there have been no additional patient sequelae reported. Note: this patient had a previously reported event (2031527-2018-00280) for a type 1b endoleak that was resolved in (B)(6) 2016.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and or images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information, it was reported that an intervention was completed. It was reported that a aui device, iliac occlude and a fem-fem bypass were performed. Several attempts were made to obtain further information but no further details were provided. If additional information is provided a follow-up report will be submitted.